Event description:
It was initially reported by early tavr clinical trial, that approximately 30 days post implant of a 23mm sapien 3 ultra valve, the patient had a 30-day echo that showed prosthetic valve stenosis with a mean gradient of 42, an aortic area of (ava) 0.8 cm2. The cardiology progress note indicated that the patient is stable from a cardiovascular perspective and the patient is without anginal heart failure complaints. The patient reports generally getting around well, denies worsening s/s and stamina in unchanged. Normal bioprosthetic valve function with a hyperdynamic high flow state, peak velocity 3.6 m/s, peak/mean aortic gradients 52/27mmhg respectively, mild to moderate paravalvular aortic regurgitation no other significant valvular or pericardial abnormalities noted. The one-month tte indicated that the tavr valve is well seated with mild pvl, mean gradient 42mmhg ava 0.8cm. The one-year post procedure echo: "there is aortic regurgitation suspect perivalvular appears to be at least moderate regurgitation pressure half-time 301 ms. There is moderate regurgitation with eccentrically directed jet" this echo also indicates av mean g= 40mmhg. The plan was to have the patient checked out again in 6 months. Additional information just provided approximately one-year and 11 months post implant; the patient will have a valve in valve procedure in the near future.

Manufacturer narrative:
The 23mm sapien 3 ultra valve was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. A device history record (DHR) review was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was performed and revealed no other complaints relating to the complaint code. The following instructions for use (IFU) were reviewed: commander delivery system. Based on this review, no IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The reported events for post implant-paravalvular leak, increased gradient and central regurgitation were confirmed based on review of the medical record. A review of the device history record, lot history, and complaint history record did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of the IFU and training manuals revealed no deficiencies. Patient prosthesis mismatch (ppm) refers to when the effective valve area after valve replacement is less than that of a native valve. In the aortic position, severe ppm is defined by an indexed effective orifice area of <0.65 cm2/m2. The presence of ppm is prognostically important because ppm results in higher valve gradients and increased perioperative and overall mortality. Per medical record review, mean gradient was increased (21mmhg) on pod-1 compared to 14mmhg from immediate post-valve deployment assessment. At 30-day follow up, mean gradient further increased to 42mmhg, where it remained a similar measurement to the mean gradient noted at 1-year post-implantation. It is possible the increase in gradient is cause by ppm. Additionally, per the medical record, patient was with hyperdynamic flow state, which can also contribute to increased pressure gradient across the valve. Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue due to a lack of appropriate sealing of the valve to the target site. If the implanted valve was undersized due to prosthesis-patient mismatch (ppm), this may result in a gap surrounding the implanted valve, and subsequentially resulting in the observed valve paravalvular leak. In this case, moderate regurgitation with an eccentrically directed jet was noted approximately 1-year post-implantation. Per the instructions for use (IFU), valve regurgitation or transvalvular leak is a potential adverse event associated with bioprosthetic heart valves and the tavr procedure. Regurgitation which develops progressively over time can be due to several issues including patient related factors or structural valve deterioration, including calcification, non-calcific degeneration, leaflet thickening or a combination of these. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Review of medical report revealed patient's history of hyperlipidemia, chronic kidney disease (ckd), which increases the risk of leaflet calcification. Leaflet calcification can impact proper coaptation of valve leaflets, leading to central regurgitation. In this case, available information suggests patient factors (hyperlipidemia, chronic kidney disease, hyperdynamic flow state) and/or procedural factors (prosthesis-patient mismatch) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required. H3 other text: valve remains implanted.